Event description:
In 2002 the end-user caled medtronic minimed, and stated that pt has been hospitalized for ketoacidosis for 2 days. The soft cannula was deformed when taking it out. The end-user has been using the quick set for 11 days. On october 28, 2002 maersk medical a/s received the complaint and 3 unused sets.